Event description:
It was reported that the insulin pump had a missing dome label sticker. The caller did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a missing end cap sticker. The unit was received with intermittent buttons due to corroded keypad traces. The unit was received with minor scratches on the lcd window. The unit was received with cracked battery tube threads. The unit was received with a broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.